Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds protruded. A second spyscope digital access and delivery catheter was also used; however, the working channel sleeve of the spyscope ds also protruded. An ehl probe was inside the spyscope ds when the working channel sleeve protruded and there were no reported issues with the ehl probe. They completed the procedure without using the spyglass. There were no patient complications reported as a result of this event.